Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111375. Investigation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed 3,636 units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received an open and unused sample with the needle detached from the thread and the thread is still wound on the pack. However, without closed samples a proper analysis cannot be performed. Taking into account that there are no previous complaints of this code batch we consider that this is an isolated unit, but the whole batch is correct. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported that the needle detachment before use. The reporter indicated that the separation of needles and threads occur as soon as the pack is opened.